Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a replacement procedure due to normal eri, the silicone was observed to be slightly damaged on the right atrial (ra) lead. The issue was resolved by repairing the ra lead with a silicone kit. The patient was in stable condition and experienced no adverse health consequences.